Manufacturer narrative:
(B)(4). Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturing reference: 2182269-2016-00028, 2182269-2016-00029. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed and the circular mapping and ablation catheters were advanced to the left atrium. During geometry creation, fluoroscopy revealed that cardiac motion had decreased. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.